Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing indicated that the position potentiometer was intermittently non-functional due to a contamination by a foreign material. The position potentiometer was replaced. After repair, the device was found to pass all delivery, accuracy and functional tests. Our quality assurance engineer determined that the complaint was related to maintenance and user handling.

Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.